Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000129535.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead is liable.